Event description:
The following has been reported: biomed reported: "pump problem". No patient harm or any active infusion stopped. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarms. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge test. Unit passed. The right hand side bag hook is damaged/missing. Dynaflo air compressor and right hand side bag hook will be removed and replaced during repair process. No other damage found.